Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the confirmation received from quality engineer on (B)(6) 2025 that file can be cancelled as thrombus was related to the transaxillary approach which was already captured under medical device report with g8 number 3001845648-2024-00759. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
Supplemental report is being submitted as a cancellation report following the confirmation received from quality engineer on (B)(6) 2025 that file can be cancelled as thrombus was related to the transaxillary approach which was already captured under medical device report with g8 number 3001845648-2024-00759. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
Dissection a.iliaca left. Study lesion reintervention on (B)(6) 2024 (B)(6) 2024 date of procedure. Both right and left leg study legs. 2 study devices for 2 lesions. Pre, peri and post procedure antiplatelet/anticoagulant. Adverse event occurred during procedure. Discharged (B)(6) 2024. (B)(6) 2024 dissection a.iliaca left. Vascular event, dissection. Endovascular/percutaneous treatment. Procedure performed on (B)(6) 2024. Site determined not to be related to study device. Casual relationship to study procedure due to dissection from (B)(6) 2024 not fully treated. (B)(6) 2024 thrombus left axillary during primary operation. (Pr(B)(4) access event of thrombus. Surgical treatment. Site determined not to be related to study device, casual relationship to study procedure from transaxillary approach. (Pr (B)(4) (B)(6) 2024 compartment syndrome left lower leg. Surgical treatment. Led to hospitalisation or prolongation of patient hospitalisation. Site determined event was not related to study device and casual relationship to study procedure related to post treatment ischemia. (Pr (B)(4) lesion #2 left leg. Zfv6-125-7-40. In iliac. De novo lesion stenosed (50-99%). Reference vessel diameter 6-6.9mm. Cook introducer sheath used (kcfw). Cook catheter was not used. 5 french catheters used. A cook guidewire was not used. 0.035 inch 260cm used. Pre-dilation performed. Atherctomy was not used in the index procedure. Intravascular imaging was not used in the index procedure. Lesion #1. Right leg. In iliac. De novo lesion stenosed (50-99%). Reference vessel diameter 8-8.9mm. Zfv6-125-9-40. Cook introducer sheath used 9kcfw). Cook catheter used (hnbr5). 5 french. Cook guidewire used 0.035 inch, 260cm. Pre-dilation performed. Atherctomy was not used in the index procedure. Intravascular imaging was not used in the index procedure. This file will capture the thrombus left axillary during primary operation and dissection a. Iliaca left.

Manufacturer narrative:
PMA/510k#: k182980 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.